Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. However; it was received with stuck motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. No motor position encoder error alarm and no damage on the device was noted.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus. The customer stated that the device was not dropped or exposed to a magnetic field and the drive support cap was recessed. Customer was able to complete the prime process. Blood glucose value was 12.6 mmol/l. Multiple motor error alarms and a motor position encoder error alarm were found in the history. The insulin pump was replaced and returned for analysis.